Event description:
There were three endeavor sprint rapid exchange (rx) drug eluting stents implanted during the index procedure; one in the mid left anterior descending, one in the distal left anterior descending and one in the 1st diagonal branch. Adverse event was identified by the clinical events committee and deemed to be consistent with an mi. It was reported that an arc defined mi occurred one day post stent implant in the territory of the target vessel. No further details are available. Patient was asymptomatic / free of symptoms at 30 day, 6 months, 1 year, 1.5yrs, 2yrs and 2.5 year follow up's. It is reported that the patient expired approximately 3 years post index procedure and it was reported that the cause of death was lung cancer. The investigator has indicated that the event was not related to the study (B)(4). It was reported that the death was not associated with a myocardial infraction and there was no evidence of stent thrombosis. Event was identified by (B)(4) and deemed to be consistent with an mi. It was reported that an mi occurred one day before the patient death. No further details are available. (Ref MFR # 9612164-2011-01409, 9612164-2011-01410 and 9612164-2011-01411)

Manufacturer narrative:
Evaluation, results: (B)(4) inherent risk of procedure (mi). (B)(4) patient's condition predisposed event (death due to lung cancer) (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation.